Event description:
Customer reports one incident of a blood leak on reuse number 13 at the onset of treatment. Noted by blood leak alarm and visible blood in the dialysate compartment. Confirmed with hemastix. Estimated blood loss 200 cc. Treatment continued with a new dialyzer and new bloodlines without incident. No patient injury or medical intervention reported.